Event description:
The dealer stated that the hand rim is split on the right side. Causing the user to cut his hand. The dealer stated he believes they just put a band aid on it. No additional medical intervention was received.